Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused due to the influence of the angle of the combined device inserted into the product, but the detailed cause could not be identified.

Event description:
A device such as a balloon catheter was brought in with the hemostasis valve closed, but blood leaked from the hemostasis valve.